Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexavue ip custom room rack and was able to duplicate the issue. Following the technician's troubleshooting, he found that the avc-x was shutting down causing the touch panel issue. To resolve the issue with the avc-x and touch panel, the uninterruptible power supply (ups) was replaced. The technician replaced the ups, tested the function and operation of the hexavue ip custom room rack, confirmed it to be operating to specification, and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the touch panel was not displaying properly, causing a delay of procedure. No report of injury.